Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown", "seroma".

Event description:
Healthcare professional reported left side "folds", "capsular contracture baker grade unknown", "when explanted, device was found ruptured", "heterogenous laminar collection, peri-implant", "left axillary nodes of reactive aspect". The event "solid nodule in left breast" is not related to the device. The device has been explanted.